Manufacturer narrative:
Correction: h9 removed as it is no longer considered part of the fsca.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the rep met with patient on (B)(6) 2023 and was able to recover the ipg using their clinician programmer. The device is providing therapy.

Manufacturer narrative:
The date of event is estimated. Further information requested but not yet received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices.